Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "up" "down" and "ok" keypad buttons were intermittently responding during testing. The keypad was removed and the "up" key contact was observed to be misaligned. The "up" "down" and "ok" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the keypad was intermittently responding. All of the buttons were hard to press and slow to respond on the keypad. Additionally, the buttons have to be pressed multiple times to elicit a response from the keypad. The "up" arrow button would release and respond only after pressing the buttons several times on the keypad. The lettering was worn on the keypad but reporter denies damage to the keypad or exposure to moisture and cleaning solvents.